Event description:
It was reported to philips healthcare a calibration setting issue with the inability to check parameters of the heartstart mrx. This is being considered to be an inability to check etco2 parameters. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.